Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
Physio-control evaluated the customer's device and observed that the right-hand side of the energy select button (to turn the energy up) was stuck in an "on" state. Physio further observed that when the on/off button was pressed, the device would cycle through the energy levels by itself prior to powering off. This issue could prevent the device from charging and shocking, if it were necessary. There was no patient use associated with the reported event.